Manufacturer narrative:
Date of event is estimated. A patient had a suspected infection was reported to abbott. It was determined the leads were exposed; purulent materials were visually seen. The entire system was explanted, and the patient was administered IV antibiotic prior to the procedure. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead site(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient's leads were exposed, and an infection was suspected. Reportedly, purulent materials were visually seen. In turn, surgical intervention took place wherein the entire system was explanted to address the issue. Patient was administered IV antibiotic prior to the procedure.